Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that a contour ureteral stent was used during a flexible ureteroscopy procedure in the kidney, performed on (B)(6) 2022. During the procedure, when the stent was advanced for deployment, it kinked at the entrance and the exit tip and the stents breaks at the distal and proximal part. Another different model of ureteral stent was opened and successfully completed the procedure. There were no known patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.